Event description:
After a treatment with antibiotics due to an acute meningitis, the user's parents realized a decrease in the hearing performance of the right-sided device. The user was initially hospitalized at another clinic on (B)(6) 2024-(B)(6) 2024 and had a fever 2 weeks before. After fist stay at the other clinic, patient was hospitalized at (B)(6) from (B)(6)2024 -(B)(6) 2024. A csf culture showed haemophilus influenzea meningitis. The user was vaccinated against meningitis before implantation surgery. The user received treatment with antibiotics and cortisone. As per latest information received in (B)(6) 2025 the user has fully recovered and seems to hear again via the implant.

Manufacturer narrative:
Conclusion: in situ measurements do not indicate a device malfunction. Elevated impedances are likely related to physiological changes inside the cochlea due to an infection, and are now reported to have normalized. This goes in line with the recipient report as a temporary decrease in hearing was reported after an episode of haemophilus influenzea meningitis, with complete recovery. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the infection. The device remains implanted with regular monitoring. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a treatment with antibiotics due to an acute meningitis, the user's parents realized a decrease in the hearing performance of the right-sided device. The user currently receives treatment with antibiotics and cortisone.